Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging the casing on his onetouch ultra2 meter was cracked/ broken. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2013 at 4pm. The patient manages his diabetes with insulin (type/ amount not specified). It is not known if the patient made changes to his usual management routine. A couple hours after the start of the alleged issue, the patient claims he felt symptoms of sweaty and disoriented. The patient denied receiving medical treatment. At the time of troubleshooting, the cca noted there was no indication of misuse. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.